Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter at 13:00, resulting as 3.9 inr. At 18:00, a sample from the patient was tested in the laboratory using an unknown method, resulting as 2.66 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's product was requested for investigation. Relevant retention test strips (lot 330462) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 3.2 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred.